Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would not drain. More information has been requested, but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's foley catheter was not draining properly. The registered nurse followed the manufacturers recommendations to "burp" the foley bag if not draining; however, the patient allegedly called out three times complaining of having the urge to urine. The registered nurse stated that she spent 20 minutes at the bedside manipulating the tubing in order for the urine to drain and for the patient to feel relief from the bladder pressure. It was also reported that 950ml of urine was drained at 1 time after, the tube was manipulated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would not drain. The patient's foley catheter was not draining properly. The registered nurse followed the manufacturers recommendations to "burp" the foley bag if not draining, but the patient called out three times complaining of having to go to the bathroom. The registered nurse allegedly spent 20 minutes at the bedside manipulating the tubing in order for the patient to feel relief from the bladder pressure and also to drain. At one time, 950 ml of urine was received from the tube manipulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's foley catheter was not draining properly. The registered nurse followed the manufacturers recommendations to "burp" the foley bag if not draining; however, the patient allegedly called out three times complaining of having the urge to urine. The registered nurse stated that she spent 20 minutes at the bedside manipulating the tubing in order for the urine to drain and for the patient to feel relief from the bladder pressure. It was also reported that 950ml of urine was drained at 1 time after, the tube was manipulated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would not drain. The patient's foley catheter was not draining properly. The registered nurse followed the manufacturers recommendations to "burp" the foley bag if not draining, but the patient called out three times complaining of having to go to the bathroom. The registered nurse allegedly spent 20 minutes at the bedside manipulating the tubing in order for the patient to feel relief from the bladder pressure and also to drain. At one time, 950 ml of urine was received from the tube manipulation.

Manufacturer narrative:
The reported event was unconfirmed. During the visual evaluation no obvious defects were noted. During the functional evaluation, the device was tested by passing water through an in house 16fr. No drainage problems were observed, as the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following. Time to drain 250cc: 45 sec. The sample received was found to be within specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "because there are no pumps or suction devices connected to the closed system, proper urine flow from your bladder into the drainage bag depends on gravity. The "downhill" position must be maintained at all times; that is, if you move about in bed, or get out of bed to move to a chair or walk about, you must be sure that the drainage bag stays at a level below your bladder when you are standing or walking. The nursing staff will periodically drain the contents of the bag. Keep the drainage bag below the level of your bladder at all times. Do not place the drainage bag on its side - always keep the bag in an upright position." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's foley catheter was not draining properly. The registered nurse followed the manufacturers recommendations to "burp" the foley bag if not draining; however, the patient allegedly called out three times complaining of having the urge to urine. The registered nurse stated that she spent 20 minutes at the bedside manipulating the tubing in order for the urine to drain and for the patient to feel relief from the bladder pressure. It was also reported that 950ml of urine was drained at 1 time after the tube was manipulated.